Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations e1 (event site name) is (B)(6) medical center.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) stopped working. There was no harm or injury reported.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) stopped working. There was no harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the helium regulator was reading 242 instead of the 250-300 range. The fse recalibrated the helium regulator. Functionality and safety checks passed to factory specifications. The iabp was released to the customer.